Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging an apply sample issue with her onetouch ultra2 meter. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions and obtained/verified the following information. The patient informed the mss that her testing frequency is 4 times daily and manages her diabetes with novolog r insulin (sliding scale) and lantus (60 units, 2x/daily). The patient was unable to confirm when the alleged issue began. At the time the alleged issue began, the patient confirmed she did not take any action regarding her diabetes regimen. The patient confirmed she was feeling disoriented and she did not know who anyone was after the alleged issue began. Due to the alleged issue and symptoms, the patient confirmed/verified her home health nurse had contacted emergency medical service (ems) for assistance. When the ems arrived, the patient stated she was administered intravenous (IV) fluids and they monitored her heart; however she was not able to specify if she was tested by the ems meter. Following the ems, the patient stated she was admitted to the emergency room (ER) and that time she confirmed she was tested by the ER meter with a result of "over 600 mg/dl" and was administered an unknown type/dose of insulin. The patient confirmed as a result of the alleged issue and her diabetes, the patient was hospitalized for 3 days as they monitored her blood glucose level (results unknown) and was administered insulin (type/dose unknown). According to the patient by the 3rd day at the hospital, she recalls being tested with a result of "397 mg/dl" and was released as she felt better. At the time of troubleshooting, the cca noted the correct test strips were used and the patient's process for testing was correct; however the patient refused to perform a blood retest at the time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.